Event description:
Clinical outcome issue: dr. (B)(6) (B)(4) reported to (B)(6) on (B)(6) 2022 that on case #351 there was an anterior capsular tear.

Manufacturer narrative:
Measure: this issue only impacts this device and does not impact any other fielded devices at this time. Analyze: (B)(6) reviewed procedure 351. The suction ring was well centered and locked with the pid. The patients eye was stable throughout the procedure. There is notation of a slight anterior corneal haze, indicating potential post lasik or other corneal anomaly which could lead to an incomplete capsulotomy. Root cause: anterior corneal reflectivity could contribute to a weakened laser transmission to the capsular surface.